Event description:
The customer observed false reactive alinity I havab igg results generated on patient samples. The following results were provided: (B)(6) 2024 sample ID (B)(6) initial result = 1.09 s/co, repeat result = 0.979 s/co, (B)(6) 2024 sample ID (B)(6) initial result = 1.03 s/co, repeat result = 0.94 s/co, (B)(6) 2024 sample ID (B)(6) initial result = 0.97 s/co, repeat result = 0.92 s/co, 1.14 s/co. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, labeling review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances, potential non-conformances, or deviations with the likely cause lot(s) and complaint issue. The overall performance of the alinity I havab igg was reviewed using field data gathered from customers worldwide. The median values and number of standard deviation to cutoff for the negative population for lot 60404be00 are within the established limits. Therefore, the overall performance regarding specificity is acceptable and comparable to historical reagent lot performance. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency with the alinity I havab igg reagent lot 60404be00, was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 - patient identifier: sids 1(B)(6) section e1 - phone number complete entry= (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p26, that has a same/similar product distributed in the us, list numbers 08p27/06s93.

Event description:
The customer observed false reactive alinity I havab igg results generated on patient samples. The following results were provided: (B)(6) 2024 sample ID (B)(6) initial result = 1.09 s/co, repeat result = 0.979 s/co (B)(6) 2024 sample ID (B)(6) initial result = 1.03 s/co, repeat result = 0.94 s/co (B)(6) 2024 sample ID (B)(6) initial result = 0.97 s/co, repeat result = 0.92 s/co, 1.14 s/co no impact to patient management was reported.